Event description:
A customer contacted beckman coulter inc (bci) regarding false low vancomycin (vanc) results generated by the unicel dxc 800 pro synchron clinical systems. The customer indicated that vanc results for 2 pt samples were lower on the unicel dxc instrument when compared to the reference lab results. The customer sent approx 30 other samples to the reference lab for vanc verification and results recovered comparably to the bci results. No add'l info regarding this event is available. It is unk if treatment was initiated or withheld.

Manufacturer narrative:
Per customer, qc has been acceptable. A field service engineer (fse) was not dispatched to the customer's lab, as the discrepancy is suspected to be a sample specific. There is no sample available for beckman coulter inc (bci) investigation at this time. Customer is continuing to screen samples and will save any add'l discrepant samples for bci investigation. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.